Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, updates to fields d10 and h4, as well as a correction to field h6 type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by improper handling and application of excessive force, impact to the device like a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's light guide connection part's connector pin part was detached. There were no reports of patient involvement.